Event description:
The hospital reported that during the endoscopic vessel harvesting procedure, the dissection tip on the vasoview 7 xb endoscopic vessel harvesting system was noticed to be cracked on the proximal end. The left leg vein had already been successfully harvested and the dissection for the right leg had been completed. There appeared to be two pieces missing, one piece was retrieved from the original incision, by the opening. The other piece (about 2-3 mm) could not be located. No replacement was needed to complete the procedure. There were no other patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A visual inspection revealed that there was a long crack along the length of the dissection tip. At 3/4 of the proximal end circumference was detached, and the remaining area was cracking. Only one piece of approximately 1/3 of the circumference was received. There was some evidence of blood present on the device. Based upon the visual observations, the reported failure, "dissection tip broke" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).